Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to pain, loss of function and loss of mobility. Also, corrosion at the metal-metal junction between the cobalt chromium modular neck and the titanium stem.